Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain, pain: pelvic') in an adult female patient who had essure (ess205) (batch no. 621681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginal odor, vomiting, abdominal pain, multigravida (4), parity 3 and premature birth. Concurrent conditions included cholecystolithiasis, penicillin allergy, cholecystitis, cholelithiasis, cholesterolosis nos, hiatal hernia and gerd. Concomitant products included ciprofloxacin (cipro) and omeprazole magnesium (prilosec). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), the first episode of urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal pain"), the second episode of urinary tract infection ("bladder/urinary problems: uti"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen), venlafaxine hydrochloride (effexor) and surgery (she had hysterectomy - uterus and cervix were removed). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and the last episode of urinary tract infection had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, dyspareunia, genital haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure (ess205). The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2004, (B)(6) 2006. Essure confirmation test conducted specify: plaintiff did not underwent essure confirmation test. Patient had received treatment for uti and not for psych injury, it is unknown whether she received treatment for pelvic/abdominal pain. She received treatment for events pain, bleeding and bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded.; on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. On (B)(6) 2009, she explanted essure. Added event post procedural complication, general abnormal bleeding. Outcome of events pelvic pain, urinary tract infection was updated as recovered. Event pelvic pain was updated as serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.